Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part #: 03.010.045. Synthes lot #: 1801720. Manufacturing site: (B)(4). Release to warehouse date: 24 jan 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an operation an insertion handle, drill sleeve and trocar broke while being used. There were no broken fragments generated. The surgeon had to finish the operation without the instruments. There was a surgical delay of (15) minutes. The procedure was successfully completed. The patient was stable after event. No further information provided. This report is for (1) standard insertion handle. This is report 1 of 3 for complaint (B)(4).